Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that the device failed the 30psi occlusion test at 40psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial number history revealed no prior similar complaints. The device was not returned. The failure mode is confirmed. The cause of this failure was the device being out of calibration. The calibration values were updated into the pump device history record (DHR) which resolved the issue. CAPA: zm2023-25 has been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the device failed the 30psi occlusion test at 40psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.